Event description:
Consumer reported wore ace heat patch for about eight hours on her lower back and she did not feel any burning sensation. After removing the patch, consumer discovered that she got a blister / burn. Consumer was self-treated with neosporin. No medical attention was sought.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.